Manufacturer narrative:
Date of event is an unknown date in 2021. Part: 03.010.227. Lot: l929353. Supplier lot: na. Release to warehouse date: december 18, 2018. Manufacturer: (B)(4). No nonconformance reports (ncrs) were generated during production. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aiming arm for adolescent lfn nail-ex was received at us customer quality (cq). Visual inspection of the complaint device showed no physical apparent defect. Functional test: during the functional assessment one of the two locking cam assembly did not perform as intended. When the arm was flip to the locking position, it remained there as there was no tension in the system to pull it back to its initial position. The return spring inside the system appeared broken. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device was received with broken return spring which did not allow the gold tension/targeting arm to function as intended. However, the reported condition as missing can not be confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported one of the gold handles on targeting arm for the recon screws from the alfn is missing a spring; therefore, it is not able to lock the recon sleeve correctly. Additionally, the connecting screw threads are stripped. There was no patient consequence. Upon manufacturer investigation, it was determined that the aiming arm was broken. This report is for an aiming arm for adolescent lateral entry femoral nail. This is report 2 of 2 for (B)(4).